Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by customer on (B)(4) 2011, and that it had performed to specification up to (B)(4) 2012. The info obtained from the device showed this device had failed a self-test on (B)(6) 2012. On the (B)(6) 2012, the device was switching itself on automatically resulting in sporadic manual power-ups of 10 minutes in duration occurring frequently until the (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. The device detected the fault with the battery and issued the ¿memory full¿ warning message. The pad pak, which contains the electrodes and batteries, is labelled for single use, but the samaritan pad 300 and 300p devices are for multi-use, which is why the ¿unknown¿ box has been checked in this report.